Manufacturer narrative:
Result: load cell.

Event description:
It was reported by service report that the scale had a worn out load cell and needed calibration. No pt involvement or adverse consequences are reported.